Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. Date of event is an approximation. On 02/15/2025, it was reported that the patient experienced an adverse event which occurred an unknown day after the sensor had been inserted in the arm. The patient experienced was hospitalized for 3 days. She thought that she was experiencing an episode of having heart attack, she was sweating, shaking, and had cold skin. When she went to the hospital she was told that she had a low blood glucose, but she can no longer remember what was the actual bg reading, and if her sensor alerted her low blood sugar. The patient was diagnosed with covid and hypoglycemia. She was admitted for 3 days in the hospital. At the hospital they provided, glucose, calcium, blood thinners and advised to go on a renal diet. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - viral infection.